Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. Review of the stapler logs identified use of a sureform 45 stapler with two blue reloads and a sureform 30 stapler with two sf30 white reloads all fired successfully. System logs did not indicate any stapler-related errors. The following instruments were used during the procedure: 0 deg endoscope, tip up fenestrated grasper, cadiere forceps, curved bipolar dissector, sureform 45 stapler, and sureform 30 curved tip stapler. A site review was performed, and no complaints were made against these instruments. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died on the same day as their pulmonary lobectomy. Although no allegation has been made against any intuitive product, how they died and the events that led to the death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that a patient underwent a da vinci-assisted pulmonary lobectomy surgical procedure and subsequently expired on the same day. The case was described as complex; however, no additional clinical details were provided. The surgeon reported to the intuitive clinical sales representative that the patient outcome was related to the clinical complexity of the case and did not attribute the event to the da vinci system. No device issues or malfunctions were reported and the surgeon did not provide further information regarding the event. Multiple follow-up attempts to obtain additional information from the surgeon, site or staff, and risk manager; however, no response have been received.